Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was connected to a needle-free connector and was used to deliver an unspecified volume of an unspecified concentration of cefepime, at an unspecified rate, for a duration of 30 minutes, via a plum pump. It was reported that after the delivery of the cefepime was complete, the tubing set was used to deliver an unspecified volume of a flush solution for a duration of fifteen minutes. At 1320, after the delivery of the flush solution was complete, it was reported that when the nurse was disconnecting the option-lok male adapter from the needle-free connector, the distal tip of the option-lok male adapter broke off. The customer contact reported that a piece remained lodged in the needle-free connector. It was reported that the therapy was complete; therefore, the tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.